Event description:
It was reported when using the system monitor the buttons didn't respond and the screen appeared to be frozen. Turning the system monitor off and on again didn't solve the problem.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor the display and touchscreen (operation) not working, were not confirmed when the unit was checked by technical service (european distribution center). The system monitor operated properly. The system monitor was tested and returned to the customer. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in oct2015. The packaged system monitor (part number 1286int) was placed into inventory on 20oct2015. The unit was placed into the rental/loaner pool on 01dec2015. The unit was shipped to customer on 16apr2016. No further information was provided. The manufacturer is closing the file on this event.